Manufacturer narrative:
Submit date: 11/16/2016. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Two representative samples were received for evaluation. The samples consisted of two unused defib electrode sets. The actual defib electrode set used when the incident occurred was not provided for evaluation. A therapy cable fit test was performed and the connector plugged in with ease, no issues were observed on both of the customer provided defib electrode sets. The defib electrode sets were visually inspected and all components were present and constructed per product specifications. The gel bodies were inspected for silver print and the printed silver pattern on the conductive gel bodies met the acceptance criteria. The samples were subjected to ECG testing in accordance with internal inspection protocol for electrical properties. During the test, the wires were manipulated throughout the process and the defib electrode set did not cut out. All results were within the acceptance criteria per the product specification. The defib electrode sets were then connected to a lifepak 20 defibrillator using a patient therapy plug. The defib electrode sets were then subjected to defib shocking and pacing tests in accordance with internal inspection protocols. The defibrillator recognized the electrode set and allowed a shock to be applied. The wires were manipulated during the subsequent shocks. The electrode set was recognized throughout the testing and no faults were observed. All results were within the acceptance criteria. The defib wires were subjected to dielectric testing to ensure there were no breaks in the internal wire, outer insulation, or connection issues within the molded connector. All results were within the acceptance criteria. Possible root causes can be due to the method of preparation, storage, and the physical AED unit. To reduce and remove the incidents of storage induced issues the customer must ensure that the product is properly stored. The electrodes should be stored in their sealed protective pouch in a cool dry place and should be kept away from sunlight. The packaging also indicates that the product should not be used if the pouch is damaged. The pouched product should not be crushed, folded, or stored under heavy objects. There are several important factors that can impact the adhesion of the product that can result in issues related to the electrode not delivering electricity. Improper application of the electrode or applications without proper skin preparation can cause a failure to create adequate connection between the patient and the electrodes. In order for electrical signals to pass from the body through the electrodes, an electrically conductive path between the skin and electrodes must be established to ensure adequate electrode impedance or contact impedance. Successful defibrillation requires electricity to flow from one electrode to the other through the chest. If the electrodes are not firmly adhered and there is sweat or another conductive material between the electrodes, the electricity will be more likely to flow across the chest rather than through it. Electrode pads must come in direct contact with the skin. To ensure proper adhesion of the product, remove excess hair. If the chest hair is so excessive as to prevent good adhesion of the electrode pad, the hair should be removed. Clean and dry skin sites. Do not use alcohol or tincture of benzoin. Firmly smooth the electrode from the center outwards to the edges with fingertips to ensure that there are no air pockets, and to ensure that the pad is securely adhered to the patient. Electrodes are not repositionable. Replace with new electrodes if repositioning is required. This will ensure optimal adhesion. Improper connection to the therapy cord will also cause the defibrillator to fail to recognize the electrodes. Ensure that the connector and AED receptacle are free of debris and properly connected. Check for the following conditions in the AED unit: control pca failure, parameter pca failure or shock key failure. If any of these errors are observed please contact the AED manufacturer. There are no further corrective or preventive actions required at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a defibrillation electrode. The customer experiences no contact to the patient, they were unable to supervise an EKG, as there were 'fall out' in the signal the EKG came and went on and off. They were in doubt on whether or not the patient was able to be shocked. No critical harm.